Manufacturer narrative:
A partial lead with the pin measuring 20.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-05507. It was reported that the patient presented for a system implant. During the procedure, no capture was observed once the right ventricular lead and pacemaker were placed in the patient. The lead was repositioned several times however no capture still occurred. Both the lead and device were removed and replaced. The patient was stable throughout.